Event description:
It was reported that during pt treatment, the anesthesia machine was delivering higher pressure than set during ventilation. There was no pt injury. Outcome reported to be no injury.